Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred. The customer reported that drawers 4.1 and 4.2 would not open and could not be recovered. A reboot was performed; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 4.1 and 4.2 with bad controller, pyxibus module controller boards and drawer 4.1 had bad retractor band. A field service engineer (fse) replaced both boards in drawer 4.1 and 4.2 and retractor band in drawer 4.1 to resolve and tested functionality. The device was then rebooted, and upon restart, the failure was cleared and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.